Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call that the insulin pump had rewind/fill anomaly. The customer¿s blood glucose level was unknown at the time of the incident. After doing troubleshoot, the customer stated that it just says rewind but won't do anything. Customer went through rewind steps and customer stated it says rewind again. During normal use customer did not try to deliver a bolus while in the rewind/fill tubing process after sending blood glucose to pump via meter. Customer does not see the bolus delivery screen with 0.0 units. Customer is not able to esc to the status screen. Customer assisted with rewind/fill tubing process which was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. Insulin pump primed properly. No unexpected rewind anomalies noted. No unexpected battery out limit anomalies noted. Insulin pump was received with minor scratched lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.